Manufacturer narrative:
Follow-up # 1 date of submission 05/16/2013- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be peeling along the bottom. During testing, the ok, up and down arrow keypad buttons were unresponsive; the contrast button was responsive. During investigation, evidence of contamination was found under all key contacts and the up arrow contact was misaligned. The pump was opened and moisture damage was observed on the keypad flex connector. Unrelated to the complaint, the pump history revealed the time and date had reset to factory settings; further investigation revealed the internal battery was damaged.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the up arrow, down arrow, and ok keypad buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.